Manufacturer narrative:
(B)(4). Alarm, failure to - labeled. Product was requested to be returned for eval and has not been received. The product status is unk a supplemental MDR will be provided if the product is returned and upon completion of the eval. (B)(4).

Event description:
Customer initially reported: alarm did not alarm through the nurse call system to page the nurse on her phone. Alarm did alarm at the bedside. Customer was contacted and provided additional info: confused pt with posey bed alarm in use, got out of bed, alarm went off, but did not ring to staff portable phones. Staff did not hear alarm due to fact they were in another room a few doors down helping another pt. They were depending on the alarm to their phones. After investigation it was discovered that the black ac adapter attached to the alarm was not working. There as no injury reported.